Manufacturer narrative:
This report is submitted on may 1, 2020.

Event description:
Per the patient, he experienced a wound infection (purulent discharge) that was treated with a topical antibiotic and steroid. The implant remains in-situ.